Manufacturer narrative:
The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, the fracture of the stent placed in the sfa one year post placement could be confirmed. The fracture was classified as multiple strut fractures with preserved alignment of the components. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. On the basis of the information available, a definite root cause for the event reported could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. The IFU states that stent fracture is a potential adverse event that may occur. Also the IFU states: "cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Furthermore, the IFU states that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during a 12 months follow-up examination, the vascular stent was found to be fractured in the sfa. No additional treatment was performed. There was no reported patient injury.